Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additionally, technical services review of device data found that the device appeared to have functioned as programmed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient expired one day post-implant of this pacemaker. On the date of death, threshold measurements taken in the morning were within normal limits and the patient was discharged with an oxygen tank. A patient advocate reported that the patient was not compliant with their oxygen use and stated that they were having difficulty breathing. The advocate left the patient alone and, when they returned, the patient had expired. The cause of death was reported to be due to respiratory issues. The physician requested that an autopsy be performed to check for potential tamponade and effusion; no allegations were made against the implanted system in regard to the death. The device was explanted post-mortem and returned for analysis.

Event description:
It was reported that this patient expired one day post-implant of this pacemaker. On the date of death, threshold measurements taken in the morning were within normal limits and the patient was discharged with an oxygen tank. A patient advocate reported that the patient was not compliant with their oxygen use and stated that they were having difficulty breathing. The advocate left the patient alone and, when they returned, the patient had expired. The cause of death was reported to be due to respiratory issues. The physician requested that an autopsy be performed to check for potential tamponade and effusion; no allegations were made against the implanted system in regard to the death. The device was explanted post-mortem and returned for analysis. This report will be updated once analysis is complete.